Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose (bg) level was in the 30s mg/dl, leading to a fall. Customer declined troubleshooting with tandem technical support for the low bg value. Reportedly the customer reverted to manual injections for insulin therapy.